Manufacturer narrative:
Correction: in follow-up#1, date received by manufacturer is incorrect as it should have indicated (B)(4) 2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
This medwatch report was submitted in error as it is a duplicate medwatch report. Reference MFR report 3006695864-2015-00095. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss tested the handpiece used during the incident and found the handpiece to be in good condition and found no errors during the testing of the handpiece accessory. There were no issues detected with the operation of the machine. The fss performed an annual preventative maintenance and performed a field service checklist. . The fss was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. The wound required a 10-0 nylon suture to close the incision. The surgery center indicated the incident occurred at the start of phaco mode and was at low phaco power. The incision size was 2.65. The surgery was completed using a backup machine with the same handpiece.